Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 400 mg/dl and would not come down; her blood glucose has been high for the past week. Troubleshooting was initiated to inspect the insulin pump. The drive support cap was normal. There were no air bubbles in the tubing either. A manual prime was successfully executed with the current set. There were no insulin leaks identified as well. The customer declined to check for possible site or insulin issues, and she also declined to check her insulin pump settings. A high pressure test could not be performed due to lack of a tubing clamp. No products were returned and tubing clamp was shipped to the customer in order to test for the functionality of the no delivery alarm.